Event description:
The product was used during a posterior lumbar interbody fusion with ray "tfc" procedure. Reportedly, it moved laterally out of position. The surgeon performed a re-operation and implanted another cage. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
It has come to co's attention that this is a duplicate submission of a previously submitted event under a different MDR reference number. Please disregard this event. Any future submission will be sent under the original MDR reference number.